Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after over filling a cartridge with 500 units of insulin. No reported adverse impact to the customer¿s blood glucose. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.